Event description:
Patient consented for hysteroscopy, minerva endometrial ablation. Diagnostic hysteroscopy, attempted minerva procedure, fundal uterine perforation, laparoscopic electrocautery of uterus, dilatation and curettage performed. Patient remained stable throughout procedure and transferred to post-anesthesia care unit (pacu) as such. An incidental uterine perforation occurred during the procedure, which the surgeon repaired.